Event description:
It was reported that the patient experienced infection with their inflatable penile prosthesis. The system was removed. A 100ml reservoir, pump, and 21cm x 12mm cylinders were implanted at a later date. The patient had no further complications. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.